Event description:
A malfunction alarm with code malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not reappear, and the customer was advised to continue using the pump and to contact support if the issue recurred.